Manufacturer narrative:
Combined medwatch submitted to the FDA on 14/dec/2022. A review of the device labeling notes the following: the current orbera365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation, vomiting and early removal "as follows: "the physiological response of the patient to the presence of the orbera365¿system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera365¿ system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined endoscopically as this is indicative of an igb deflation. A patient who's deflated (i.e. Collapsed) igb has moved into the intestines must be monitored closely for an appropriate period of time (at least 2 weeks) to confirm its uneventful passage through the intestine. Abdominal or back pain, either steady or cyclic. Deflation and subsequent replacement." Deflated device should be removed promptly. Possible adverse events: intestinal obstruction by the igb. An insufficiently filled igb or a leaking igb that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way into the colon and be passed with stool. However, if there is a narrow area in the bowel or adhesion formation, which may occur after previous surgery on the bowel, the igb may not pass and could cause a bowel obstruction. If this occurs, surgery or endoscopic removal could be required. Insufficient or no weight loss. Igb deflation (i.e. Collapse) and subsequent replacement. Additional information: the investigator determined that a device history record (DHR) review is required for this complaint for a reportable event. There are no other complaints against this lot number: af04234 and the device is returning. . Device evaluation summary: the device was returned to the apollo device analysis laboratory on 10/nov/2022. Deflated balloon with green coloration was returned. Under microscopic analysis, the large hole on the shell has rounded edges and rolls inward. Due to the large hole, functional evaluation of the device could not be conducted. The complaint has been verified as it is uncertain how the large hole was created as the shell rolls inward which is not consistent with a puncture from a surgical instrument.

Event description:
Post implant patient vomited and fluid was found in vomit. Balloon was successfully removed.